Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, no symptoms were reported. The patient was taken to the emergency room (ER) and an x-ray was done; the sensor wire was not visible in the image. The patient was released from the ER in good condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.